Event description:
According to the reporter, prior to placing it in a patient during the procedure, they opened the first catheter, and when they tried to flush the central lumen or IV (intravenous) port of the catheter, they were unable to flush and it was occluded. They then opened a second catheter from the lot and had the same issue. They only used the two catheters that had the same issue, but they pulled the remaining three catheters off the shelf that were from the same lot. They opened one of the catheters just to see if it also had this issue (it was not used on a patient), and the catheter flushed with no problem. They did not open the remaining two catheters. There was no luer adapter issue. Tego was not utilized. There was no dimension issue noted. The dimension of the catheter matched what was indicated on the label. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The customer tried to reverse the lines. A replacement product on (B)(6) 2023, with the same product ID (identifier) but a different lot number, would be sent to the customer. The third attempt, which was a catheter from a different lot, was successful. The catheter was not repaired. There was no leak. There was no blood loss. A blood transfusion was not required. No intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
D10 concomitant products: 8888233216, 8888233216, 12.5fr 16cm mah elite kitce, (lot #2227200216) 8888233216, 8888233216, 12.5fr 16cm mah elite kitce, (lot #2227200216). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire could not be advanced through the cannula tip in either direction. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.